Event description:
Procedure: lobectomy. Reportedly, with the second firing, the handle would stick in the middle. Cut the remaining portion of tissue and reinfused the fragment by hand sewing. No further pt injury reported.